Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl. Reportedly, the bg level was due to the customer being sick and due to the medication being taken while being sick. The customer additionally stated that the sickness was not related to diabetes, and did not allege any issues with the pump or supplies. To address the bg level, the customer delivered a correction bolus via the insulin pump.